Event description:
The customer reported via phone call that he went swimming with his insulin pump on. The insulin pump alarmed battery out limit. He was unable to clear the alarm. The customer could see moisture on the casing. Customer's blood glucose level was 230 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with no button response due to moisture damage on the electronic assembly. Moisture damage was found on the motor assembly. Unable to verify the battery out limit alarm due to no button response. The pump was received with minor scratches on the display window, a cracked case at the display window corners, a cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.